Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this atrial lead had bacterial infection. The patient was treated with long term antibiotics therapy. There were no additional adverse patient effects reported. This previously abandoned atrial lead remains capped.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct brand name, common device name, pro code (product code), manufacturer email, manufacturer fax and outcomes attrib to adv event. This supplemental report is being filed to correct the entry in h6 patient code and patient code description. Patient code 3191 captures the reportable event of surgery. This supplemental report was created to correct the entry in e1: initial reporter title, initial reporter first name, initial reporter last name, initial reporter facility name, initial reporter address 1, initial reporter address 2, initial reporter city, initial reporter zip/post code, initial reporter phone, initial reporter fax, and occupation and in h10: additional MFR narrative.

Event description:
Boston scientific received information that the patient with this atrial lead had bacterial infection. The patient was treated with long term antibiotics therapy. There were no additional adverse patient effects reported. This previously abandoned atrial lead remains capped. Additional information indicates that this previously abandoned atrial lead was explanted due to infection. There were no additional adverse patient effects reported. Additional information was received that this previously capped atrial lead was explanted secondary to a bacteremia infection with small amounts of vegetation in the mitral valve not caused by the device or leads. No additional adverse patient effects were reported. The atrial lead was not returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct brand name, common device name, pro code (product code), manufacturer email, manufacturer fax and outcomes attrib to adv event. This supplemental report is being filed to correct the entry in h6 patient code and patient code description.

Event description:
Boston scientific received information that the patient with this atrial lead had bacterial infection. The patient was treated with long term antibiotics therapy. There were no additional adverse patient effects reported. This previously abandoned atrial lead remains capped. Additional information indicates that this previously abandoned atrial lead was explanted due to infection. There were no additional adverse patient effects reported. Additional information was received that this previously capped atrial lead was explanted secondary to a bacteremia infection with small amounts of vegetation in the mitral valve not caused by the device or leads. No additional adverse patient effects were reported. The atrial lead was not returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct brand name, common device name, pro code (product code), manufacturer email, manufacturer fax and outcomes attrib to adv event.

Event description:
Boston scientific received information that the patient with this atrial lead had bacterial infection. The patient was treated with long term antibiotics therapy. There were no additional adverse patient effects reported. This previously abandoned atrial lead remains capped. Additional information indicates that this previously abandoned atrial lead was explanted due to infection. There were no additional adverse patient effects reported.